Event description:
It was reported that on (B)(6) 2004, the patient underwent a spine fusion surgery on the lumbar region of his spine from l5 to s1 using rhbmp-2/acs. Reportedly, patient's post-operative period has been marked by increasingly severe lower back pain, extreme left extremity pain, and left foot drop, necessitating him to use a walker to ambulate. A CT scan taken (B)(6) 2011 describes a posterior disc osteophyte complex causing severe foraminal stenosis and impingement of the exiting l5 nerve roots. Reportedly, patient continues to experience severe and unrelenting back pain that radiates into his lower left extremity, and experiences left foot drop. He also has weakness and numbness in his legs requiring the use of a walker.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.